Event description:
Two pts tested on the suspect device with inr results of 6.5 and 4.1. Corresponding lab inrs for the two pts were 3.9 and 2.9. No treatment alleged. Controls were in range. The device was replaced and requested to be returned for evaluation.